Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter. Prior to the procedure, the catheter failed to connect properly to the catheter at the connection point of the external handle. Another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contains information regarding catheter detachment. After review of the provided images detachment of the connector can be confirmed. A clear root cause for these incidents could not be identified but detachment represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.